Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol (intraocular lens) returned wrapped in gauze inside a plastic bag. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in three. There are fibers on the lens. The reporter states the company 14.0 diopter iol was exchanged for a company17.5 diopter iol. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with near visual acuity and blurry distance vision along with headaches. The lens was exchanged for another model different diopter same company lens 01 month 24 days following the initial procedure. Clinical reason for explant was mentioned as anisometropia. Additional information was received and stated that in the surgeon's opinion, the product had cause or contribute to the event. The patient issues were resolved. The surgeon said the prognosis was to be determined and confirmed they were following up. There was no further impact to the patient.